Manufacturer narrative:
Additional information was received that the tenderness was at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing some tenderness around the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 17655451, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing some tenderness around the implant site. The patient will undergo an explant procedure.